Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Cellulitis is very common bacterial infection of the superficial skin that has the ability to spread quickly in the right conditions. Cellulitis appears as localized redness, swelling, is hot to touch and can be painful to touch. The bacteria enter the skin via any cut, abrasion or break in the skin, thus placing postoperative joint patients at increased risk for the development of cellulitis. Common pathogens that are associated with cellulitis are, streptococcus or methicillin resistant staphylococcus aureus (mrsa). Cellulitis may resolve on its own with little intervention or may require advanced treatment in more severe cases, such as administration of antibiotics and hospitalization. Superficial infections occurring less than 30 days from implantation are considered procedure-related. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. The sterilization certifications were reviewed and found to be conforming with no discrepancies identified. The devices were verified to have undergone acceptable sterilization following iso/aami/astm & EU published guidelines. As there were no indications of a product or process issue affecting implant safety or effectiveness, the implanted products were not found to have contributed to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona cruciate retaining narrow femoral component left size 5, catalog #: 42502005801, lot #: 63227610. Persona inset all poly patella cemented 26mm, catalog #: 42540000026, lot #: 63634809. Persona medial congruent articular surface left 10mm, catalog #: 42512100310, lot #: 63119962. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2020-00308, 0002648920-2020-00501, 0001822565-2020-03867.

Event description:
It was reported a patient was diagnosed with cellulitis approximately one week following left knee arthroplasty. The complication resolved with prescribed oral antibiotics. No additional adverse consequences were reported.